Event description:
It was reported that the patient's blood glucose level rose to 23.20 mmol/l (418 mg/dl) while wearing the pod between 25 and 36 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported unsure properly inserted cannula. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Updated d4 - model # from pt-000438 to pt-001443 updated d4 - catalog # from pod-ble-h1-529 to pod-omni-i1-6220 updated d4 - primary UDI number from (B)(4) to (B)(4).